Manufacturer narrative:
B3, d10: dates are estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure in the common femoral artery was attempted using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the evar procedure was completed. Reportedly post procedure, an unknown failure occurred with one of the proglide devices. A surgical cutdown was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.